Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc where the needle come off and product ¿shot out¿ during patient injection in the cheekbones. Healthcare professional ¿marked, cleaned, opened the package, connected the supplied needle, and put it in for the first injection.¿ when the needle touched the bone, healthcare professional ¿backed off a bit and then started to inject.¿ the syringe then ¿exploded¿ and ¿the needle had come off the syringe, and with the pressure¿ healthcare professional ¿had on the plunger it all shot out.¿ no injuries were reported.